Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level unknown. Customer reported that the insulin pump was turned right now and when she moved the insulin pump, it will shutdown. Customer stated that the display was not blank less than 30 seconds and blank currently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display or unexpected pump error 23 alarms noted during testing. However, broken battery tube threads, cracked case(battery tube) and cracked case corner of belt clip rails.